Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records: (B)(6) 2005: the patient had an (open) recurrent incisional hernia repair with sepramesh (device #1). On (B)(6) 2006: the patient had a repair of recurrent abdominal wall incisional hernia with mesh sepramesh (device #2). Op dictation notes: ¿we dissected up to the proximal mesh sepramesh (device #1). We discovered to our satisfaction that the upper mesh was fully intact and there were no adhesions.¿